Event description:
It was reported that during aitfl internal brace band augmentation surgery the device is defective. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-8926t was received for investigation. Visual inspection identified suture breakage proximal to the buttons. The cause of the breakage remains undetermined, although a probable cause can be attributed to either user-applied mechanical forces or interference between the suture and sharp bone/instrumentation.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-8926t was received for investigation. Visual inspection identified suture breakage proximal to the buttons. The cause of the breakage remains undetermined, although a probable cause can be attributed to either user-applied mechanical forces or interference between the suture and sharp bone/instrumentation.

Event description:
It was reported that during aitfl internal brace band augmentation surgery the device is defective. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received. During returned device evaluation, a reportable malfunction was discovered.